Event description:
The clips applier was used in a lap cholecystectomy procedure, after ligating cystic artery & vein (3 clips). Then a cystic duct is clipping by the device. No more clips could be fired after firing 2 clips (the 5th clips). Only 5 clips were located in applier. No consequences to the patient. One device returning.

Manufacturer narrative:
Evaluation summary: the analysis results found that the instrument was returned nonfunctional. The instrument was cycled and fired the first clip as intended, then a non clearing misfire incident was noted. The instrument was disassembled and the feeder shoe was noted to be bent, therefore preventing the instrument from feeding. A batch record review was performed and no anomalies were found during the manufacturing process.